Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning do not strike or drop the endoscope tip, soft part, curvature, manipulation part, universal code, video or light guide connectors." "Also, do not bend, pull or twist with strong force. The endoscope may break, injure the body cavity, burn, bleed, perforate, or dislodge parts." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the rhino-laryngo videoscope has peeling of the insertion part. The reported issue was uncovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that part of the connecting tube had fallen off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a detachment of the insertion tube due to chemical or physical stress. Upon further inspection, it was observed that water tightness was lost due to a cut on the connecting tube. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connecting tube had a wrinkle due to deterioration or due to excessive bending. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the angulation lever did not move smoothly due to a broken control section. Additionally, it was also observed that an abnormal sound was made from the angulation lever due to the broken control section. It was also observed that the label on the light guide connector was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, control unit, switch box, video connector, video connector case, light guide connector, light guide cover glass, protector of the video cable section, video cable, universal cord, angulation lever, grip, image guide protector and on the up-down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.